Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient complains of pocket pain for 4-5 days. Has never had pain at battery site before. Provider says site looks normal with no concerns. Patient denies doing anything to irritate battery site but said maybe he slept on it wrong. The rep ran impedance and 6>40000. Not programmed on area. Pocket pain at battery site present with stim on and off. Possible pocket revision and battery replacement. An exact event date was not provided. Patient's weight was asked but unknown. Hcp had no further information. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the patient had a successful lead replacement. Both leads were removed and replaced and patient was receiving good pain relief therapy.

Manufacturer narrative:
Continuation of concomitant products: product ID: 3778-60, (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, (B)(4), implanted: (B)(6) 2011, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that a replacement was performed. Electrode 14 oor; prior it was #6 but swapped ports so this was consistent.

Manufacturer narrative:
Analysis of (B)(4), product ID# 97714 found no significant anomaly. If information is provided in the future, a supplemental report will be issued.